Manufacturer narrative:
One device was returned for repair. Review of event history found no related alarms. No previous service history was found. Visual and functional testing were performed. Confirmed error code 45986. The error code was cleared, and the unit was allowed to charge for 250 hours. The device no longer populated the error code. During visual inspection found the downstream occlusion (dso) seal to be separating from the plate and the dso seal was replaced. Updated software, and the device passed all functional tests.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45986 and had downstream occlusion (dso) damaged. The event occurred during testing, there was no patient involvement.